Event description:
User facility medwatch report (mw5113174) received stating: voluntary report. Unable to deliver the stent to the lesion. Stent embolized to the rt. Femoral artery during removal of the stent. Radiologist into review the cine images surgeon into consult for stent removal from femoral artery site. Pt. Transferred to operating room for removal of the stent , stable, wife and son informed of the situation by physician. Abbot bare metal mini vision rx; 535 gtin: (B)(4). FDA safety report ID# (B)(4). Additional information received from the site: the stent delivery system failed to cross due to the anatomy and could not be advanced past the left posterior descending artery (lpda)/distal circumflex (cx) origin of the main cx. When drawn back, the device did not go into the guide catheter. The proximal end of the stent seemed flared and the physician did not want to risk dislodgement. However, the stent dislodged and embolized to the right femoral artery. Vascular surgery was consulted and the patient had femoral endarterectomy. There was no adverse patient sequela.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. User facility medwatch report #mw5113174.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The reported difficulties appear to be related to the operational context of the procedure. The reported patient effect of embolism, as listed in the multi-link vision coronary stent system (css), instructions for use (IFU) is a known patient effect that may be associated with coronary stenting. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment, including removal of foreign body and surgical intervention, appear to be due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.